Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were thoroughly analyzed. In particular the returned pacemaker dump was analyzed revealing an elevated current consumption since (B)(6) 2021, triggering, by design, a warning message to alert the user. However, the elevated current consumption might be an indication that an electronic module component is damaged. The eri battery status was activated on (B)(6) 2021. However, based on the information available no definite root cause was determinable. It was reported that the pacemaker was explanted. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that there was a rapid decrease in battery via hm. Device was explanted.